Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-sep-2025, the user reported that on (B)(6) 2025 the user experienced hyperglycemia with a bg of 350 mg/dl after announcing a meal and later administering additional meal boluses to correct the high bg. The user experienced lethargy and stated they discontinued ilet use in mid-july due to repeated episodes of high bg and difficulty adapting to the system. No ems or hospitalization was required.